Event description:
Customer emailed stating that they have a bed frame with a weld that broke.

Manufacturer narrative:
The bed frame was inspected by primus medical on 01/26/2015. The inspection determined that the bracket where the foot high-low actuator mounts onto the backbone of the bed frame separated. A new bed frame was delivered to the facility on (B)(4) 2015. This problem has been assigned CAPA #(B)(4), and a follow up report will be submitted upon completion of the corrective action. Metallurgical analysis report, dated 11/04/2011, on two removed sections from the bed-frame where the weld broke state (1) both fractures had occurred at the hear affected weld zone at the toe of the attachment welds; (2) there was significant distortion of the 1 x 2 inch rectangular tube typical of a high bending moment stress; (3) the welding process employed (gmaw) was not suitable for the materials and thicknesses being joined; (4) weld size was excessive; (5) heat input was excessive; (6) technique was poor resulting in excessive weld [p]latter and leaving from one to two inches of electrode (wirer) at weld terminations; (7) weld penetration into the attachments was satisfactory; however, penetration into the tube was minimal; and (7) examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approx 15 degrees off of horizontal. Add'l MFR narrative: the failure appears to have been caused by the application of an overloaded stress with undetermined bending moment. The welding deficiencies did not cause the fractures but may have been a contributing factor.